Event description:
This case was reported by a lawyer and described the occurrence of polyneuropathy in a male pt who used poligrip over a period of 30 plus yrs as a denture adhesive. The pt's past medical history included agent orange exposure, hemochromatosis, splenectomy, and transient ischemic attack. Concurrent medical conditions included cirrhosis, fatty liver, restless legs syndrome, and sarcoidosis. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced polyneuropathy, quadriparesis, encopresis, spinal cord disorder, urine copper decreased, urine zinc increased, and nerve injury. At the time of reporting, the events were unresolved. Info was rec'd via complaint from the pt's attorney and via medical records. According to a complaint, the pt used poligrip exclusively for over 30 yrs. According to medical records, the pt was seen by neurology on (B)(6) 2010 for worsening sensation loss and weakness. The pt had weakness and numbness that had progressed over the last six months (since approx (B)(6) 2009). Initially, the pt noted weakness approx one and a half yrs ago with gardening (approx (B)(6) 2008). The pt had difficulty standing back up and had to crawl across the yard and drag himself up onto a bench in order to stand. Weakness in legs was progressing and he now used a motorized wheelchair much more often. When using his walker, he felt it was getting harder and harder. The pt also had difficulty with fine hand movements. He noted some weakness and tingling sensations in the arms in the late 1990's, but associated this with working with his arms overhead and his symptoms normalized with rest. Approx six months ago, the pt noticed numbness in his fingertips. This spread gradually into all fingers. At that time, he noted a similar sensation change at the ankles (his feet had been numb since 2003 for an unk reason). A sensation change of a "numbing/cold/ache" as if he had been throwing snowballs had progressed gradually and continually up the hands to currently just below the elbows. He wore gloves and arm warmers constantly to reduce the discomfort that air moving across his hands would cause. The pt had normal sensation only at the butt and across his abdomen. He had numbness of his genitals, but not his anus. Approx four weeks ago ((B)(6) 2009), the pt started having increasing frequency of urinary incontinence and now stool incontinence. Impression included progressive, ascending sensation loss with moderate weakness in the upper and lower extremities. Diagnoses also included quadriparesis, numbness, and encopresis. The physician suspected either a polyneuropathy or a spinal cord process, given his symmetric sensory and motor symptoms w/o issues involving the face. The pt was to be admitted for a more rapid eval than would be possible as an outpatient. On (B)(6) 2010, the pt's 24 hr urine copper level was 21 ug/24h (normal 24 to 64) and 24 hr urine zinc level was 3763 ug/24h (normal 300 to 600).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).